Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review: a single axial CT image is provided for l2-s1 fusion. On the provided image, one of the set screws is out of the screw head. By report, there is incomplete fusion at l5-s1 likely contributing to the hardware failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, the patient underwent decompression and fusion at l2-s1 due to adult deformity/degeneration. On an unknown date, post-op, the set screw at right s1 backed out from multi-axial screw (mas) head. The patient achieved solid fusion at l2-l5 and there was nonunion at l5-s1. Hence, on (B)(6) 2019, a revision surgery was performed, wherein the set screw was completely explanted and was replaced with a new one.

Manufacturer narrative:
Additional information: h6, d9, imf code. H3: product analysis :part # 5440030 lot # h5174677 analysis confirmed that the threads of the set screw have been damaged. The thread crest and flank damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The upper threads do not appear to be damaged. The female torx of the screw has not been damaged. The break off portion of the set screw was not returned. The bottom of the set screw has some uneven wear where the rod set against the set screw. The screw may have jumped a few threads from the pressure of the rod over time. Unable to determine root cause of screw backing out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.